Event description:
Customer stated the connector pin appeared darker than the other pins around it. No signs of melting. A request was made for the return of the suspect device and replacement product was sent.